Event description:
MFR representative reported post-implant pt was unable to feel anything in one leg while in recovery. The pt was immediately taken back into surgery and the lead was removed. The physician removed add'l bone in effort to relieve pressure on the spinal cord. The pt apparently suffered "brown-sequards" and was deemed hemiplegic as a result of the first implant surgery, believed to be related to the procedure. Surgery was performed to replace the explanted lead. The pt has regained extremity strength and is able to walk with the assistance of a cane. The pt suffers from burning pain in the left inner thigh. The device was explanted but not returned to the MFR for analysis. A follow-up report will be sent when add'l info is received.